Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The kit is the 1183217 adult ancillary 1170 master convenience kit. Haiou medical is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified (B)(6) who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The customer reported that when administering the vaccine into the arm using the plunger, the syringe separated from the needle and the vaccine leaked out and the patient had to be re-vaccinated. It was reported that the plungers were coming apart, falling out of the syringe when trying to retract the needle following administration of the vaccine. Mckesson did not receive any information regarding direct patient injury.